Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported the procedure was being performed on (B)(6) male patient, in the metabolic ICU. The patient had an extremely large goiter extending more to the right and there was a planned strumectomy. The patient already had a catheter in the right jugular vein. Because of the planned strumectomy, it was necessary to relocate the catheter even though the physician was aware of the unfavorable anatomical conditions for catheter insertion. The physician decided to place the catheter in the right subclavian. There was no problem introducing the needle puncture and the dilator and wire were inserted successfully. The catheter was threaded over the wire and when they attempted to remove the wire they met resistance. Greater force was used to try and remove the wire and the wire broke outside the patient's body. The physician was able to remove the catheter with forceps, however, part of the wire remained in the patient. He then contacted a surgeon who decided to operate and remove the piece of wire. The procedure took about 15 minutes. The patient was intubated and dampened and the wire was removed tangled probably due to the goiter.